Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was at an airport, and the tsa said the patient had to go through the x-ray security device or the patient couldn't get through security. The patient said that right after they went through the x-ray scanner "my body kind of shut down, and I couldn't even move my legs". The patient stated "I feel a buzzing thing like I'm getting a shock or something" from the ins. The patient said this started happening right after walking through the security scanner. The patient was directed to their healthcare professional. No further complications were reported.